Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1 gm, intraperitoneal, frequency and duration were not reported), meropenem injection (1 gm, intraperitoneal, frequency and duration were not reported) for peritonitis. Antibiotic treatment was done for twenty-one days and was discontinued. At the time of this report, the patient has recovered from the event. No additional information is available.